Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5076-52 implantable pacing lead 2008 (B)(6). (B)94).

Event description:
It was reported that during the replacement operation, once the right atrial lead was detached from the device, the lead's measurements were stable within normal values. A loose pin was suspected on the device and only the implantable pulse generator (ipg) device was replaced. The lead remains in use. No patient complications have been reported as a result of this event.